Event description:
A malfunction alarm was reported by the customer. Blood glucose levels were not adversely impacted, with values not exceeding 500 mg/dl (27.7 mmol/l). Technical support provided the caller with pump reset information and assisted in resetting the pump. After resetting, the malfunction code did not recur, and the customer was advised to call back if the issue reappears. The customer acknowledged and understood the instructions.